Manufacturer narrative:
Eval summary: it is not suspected that the product failed to meet specifications. The inserter had an approximate field age of four and a half years at the time of the event. It is possible that the tip of the inserter fractured due to off axis impaction but cannot be conclusively determined with the info provided. As returned, the tip of the stem inserter has fractured. The device shows numerous dings and gouges on the shaft under the strike plate that could indicate off axis impaction. The device meets print specifications where measured, including hardness. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the peg on the humeral inserter broke while impacting the provisional stem.